Event description:
Customer was at the hosp because they collapsed that morning. The customer is not sure if it is related to the device. Pt took blood glucose reading the night before and recieved a result of 38mg/dl. Pt ate a candy bar and didn't take their insulin. Their blood glucose the next morning was 92mg/dl. A request was made for the return of the suspect device and replacement product was sent.